Manufacturer narrative:
A review of the device history record (DHR) associated with lot#: f1924901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending, and will be sent in upon 30 days after receipt.

Event description:
The advancer tube of the (B)(4) vascular closure device (vcd) was not going through during the procedure. There was no reported patient injury. The device is expected to be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections d8,d9, g3,g6, h2 and h3 have been updated accordingly. The device has been returned for evaluation, but the manufacture report is not yet available. Additional information is pending and will be sent in upon 30 days after receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3,g6,h2, h3 and h6 have been updated accordingly. The advancer tube of the 6f-7f mynxgrip vascular closure device (vcd) was not going through the procedure. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. It was reported that ¿the advancer tube of the 6f-7f mynxgrip vascular closure device (vcd) ¿was not going through the procedure.¿¿ however, visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock close, the syringe was not connected to the device, and the procedure sheath was observed to have been on the catheter, fully retracted as received. The sealant and advancer tube were not returned with the device. The condition of the returned device indicates a complete removal of the device and does not match the description of the incident. Yet, it is unknown if the device was manipulated post the procedure. The device was inspected for damages/anomalies that may have contributed to the reported failure. No damages/anomalies were observed. Per functional analysis, the sealant and advancer tube were not returned with the device. The device was returned in a complete removal of the device. No functional non-conformities were observed on the returned device. A product history record (phr) review of lot f1924901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). Procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.